Event description:
It was reported, needle spinal s/su 27ga 3-1/2in quincke, leakage. The following was provided by the initial reporter: the stylet of spinal needle was found to be leaking in operation on time with the case. Additional package need be opened additional information: I apologize lot number : 5100496 cat#405081. The leak at the connection point between the hub and the syringe. The customer use syringe slip tip .

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G.4. Additional 510k: k210978.